Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in inappropriate mode switching. Programming changes were made. There were no patient consequences.